Manufacturer narrative:
Event date: approximated.

Event description:
It was reported that a stoke occurred. The patient underwent a left atrial appendage (laa) closure procedure. A watchman laa closure device was implanted. At an unknown time post implant the patient sustained a stroke. Boston scientific has attempted to obtain additional information; however, no further information is available at this time.